Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview hemopro 2, they flushed the saline into the port to clean the camera but the saline is not going into the port, instead of that its leaking somewhere into the cannula. Complete the procedure with the new kit. No delay. No harm.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h4-mfg date corrected to "03/10/2023". The lot #3000294361 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.